Event description:
During transfer between chair to bed, patient was up on her bed in the sling. The actuator of the powered dps had suddenly extended without reason. This movement had caused the unlock of clip sling. Patient was leaned against her bed during incident and fell on the bed. (B)(4).